Event description:
It was reported that during a procedure of the moderately tortuous, concentric, heavily calcified, de novo, 90% stenosed distal circumflex artery, the rx mini trek balloon catheter met resistance during advancing and crossing the lesion. The balloon was inflated to 10 atmosphere (atm), however, during the second inflation at 10 atm the balloon ruptured. The rx mini trek was removed without resistance and a non-abbott balloon was used but also ruptured during inflation. The lesion remained 50% stenosed, but the procedure was discontinued. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.